Event description:
It was reported that ins is at eri and is scheduled for replacement next week. Manufacturer representative (rep) reports contact 8 has "high impedance." Rep said bat is at 2.6v. Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the eri and impedance issue wasn¿t determined. Replacement surgery was planned on (B)(6) 2022. Additional information received from the manufacturer¿s representative (rep) who reported replacement surgery was performed on april 26th. The impedance issue seemed to have resolved after this surgery as impedances were normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.